Manufacturer narrative:
It was reported the device could not be interrogated. The physician believed the device was either at end of life (eol) or there was a malfunction. Analysis for this product is unable to be completed as the product is could not to be located. The device projected longevity was calculated based on nominal settings. Projected longevity was 7.31 years and approximate implant duration was 9.30 years, which exceeded projected longevity and is considered normal battery depletion. The interrogation anomaly reported from the field is considered normal as the device exceeded projected longevity and the battery depleted in normal and expected manner. Should the device be located, analysis will be performed, as applicable.

Manufacturer narrative:
Further information was requested but not received. Investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was unable to be interrogated. The device was explanted and replaced and the patient was stable with no consequences.